Manufacturer narrative:
Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, unit passed the self-test and displacement test. No unexpected a17 alarm noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple external ram crc error and unexpected restart alarms. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and refer to the backup plan. The insulin pump will be returned for analysis.